Event description:
Affiliate reported that after implantation, it was noted that the ventricles of the patients brain became large. Although the pressure of the valve was changed gradually, the patients condition was not improved. The device was revised and after removal it was found that the silicone housing of the valve was broken.

Manufacturer narrative:
Upon completion of the investigation it was noted that the silicone housing was cut/torn. It is not possible to determine if the cut occurred during the implant or explant of the device. The device was tested and found that it was not possible to irrigate the valve due to the cut/tear. However the catheter was irrigated and the flow was normal. The device passed the programming and could not be pressure tested due to the damage. Biological debris was seen throughout the device. This appears to be the root cause for the problem reported by the customer. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.